Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/24/2020. H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received forty-five unopened units and one opened, empty package. A device history record review showed no non-conformances associated with this issue during the production of this batch. The forty-five representative units were removed from their packaging and were visually inspected. No defects were observed in the forty-five units. The initial complaint suggests that the reported defect was occurring during insertion. One potential scenario could be that the cannula is being re-inserted causing the needle to pierce through the catheter tubing. The complaint could not be confirmed and the root cause is undetermined. See h.10.

Event description:
It was reported that 4 bd insyte¿ autoguard¿ bc shielded IV catheters blood control technology had needles through the catheter. The following information was provided by the initial reporter: "it was reported that needles were coming through the catheter during insertion. Verbatim - injuries or adverse event: no; medline reference: (B)(4); item: 382512; quantity affected: 4 each; lot number: 0045335; po #: (B)(6); are any samples available for return? Yes. Reported issue: needles coming through the cath during insertion. Customer disposition request: replacement customer contact information: (B)(6) hospital"

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 4 bd insyte¿ autoguard¿ bc shielded IV catheters blood control technology had needles through the catheter. The following information was provided by the initial reporter: "it was reported that needles were coming through the catheter during insertion. Verbatim: injuries or adverse event: no. Medline reference: (B)(4) item: 382512 quantity affected: 4 each lot number: 0045335 po #: (B)(4) are any samples available for return? Yes. Reported issue: needles coming through the cath during insertion. Customer disposition request: replacement customer contact information: (B)(6) hospital".